Event description:
It was reported that puncture in the sheath occurred. The opticross hd imaging catheter was selected for ultrasound examination of the target lesion during the percutaneous coronary intervention (pci). While performing the intravascular ultrasound in a tortuous coronary artery, the tip of the rotating transducer exited the sheath 5 cm proximal to its tip, causing the sheath to be punctured. The device was removed, and the procedure was successfully completed with another device. There was no patient complications reported.

Manufacturer narrative:
E1: initial reporter title, initial reporter first name, initial reporter last name, initial reporter email - updated. E3: occupation - updated. B3: date of event: the event date was note reported. The first date of the month of the aware date was entered as an estimate. D2b: pro code (product code): obj.

Manufacturer narrative:
B3: date of event: the event date was note reported. The first date of the month of the aware date was entered as an estimate. D2b: pro code (product code): obj.

Event description:
It was reported that puncture in the sheath occurred. The opticross hd imaging catheter was selected for ultrasound examination of the target lesion during the percutaneous coronary intervention (pci). While performing the intravascular ultrasound in a tortuous coronary artery, the tip of the rotating transducer exited the sheath 5 cm proximal to its tip, causing the sheath to be punctured. The device was removed, and the procedure was successfully completed with another device. There was no patient complications reported.